Event description:
The nurse assisting a (B)(6) male patient contacted zoll customer support to report that blue gel was leaking from the front therapy electrode pad. The patient's download was reviewed by customer support, which has confirmed the gel release. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (gel release) has been confirmed. As received, gel was released from the front therapy electrode pad. The cause of the gel release was due to bent pins in the trunk connector. The root cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.